Event description:
When the head is fully raised, the hilow will not lower. As a result the reverse trendelenburg was not working on this bed. A hill-rom tech replaced the head hilow limit switch to resolve the issue. The head hilow limit switch that was removed was scrapped. No injuries reported.